Event description:
It was reported that during the treatment of two bi-lobed aneurysms side by side in the terminal carotid (r) artery. A balloon was placed in the mca as the a1 could not be accessed. A coil was placed and could not be deployed as it was too long for the aneurysm. The headway-17 microcatheter was re-positioned to the left bi-lobed aneurysm and a coil was placed. At this time, it was realized that the two aneurysms were actually one adjoining as the coil loops went into both sides of the adjoining aneurysm. The microcatheter was repositioned to embolize the partially coiled right side of the bi-lobed aneurysm, in doing so, the aneurysm was perforated. The balloon was still in position so bleeding was minimized. An additional headway-17 was place and additional coils were deployed. The a1 and mca closed down. The patient was re-heparinized and a solitaire was used to remove clot from the mca and a1. Tpa was administered. On (B)(6) 2012, the patient was reported to be doing okay however, he has some speech impediment but, is improving. On (B)(6) 2012, the mca was reported to be open post procedure. However, one a2 branch did not fill so well. The patient is reported to have made good progress.

Manufacturer narrative:
Sample analysis: mvi was made aware of this on (B)(4) 2012. However, our reporting determination was not made until (B)(4) 2012 after receiving additional incident detail on (B)(4) 2012. We are reporting this incident today (B)(4) 2012 as an adverse event was reported. However, the cause of this incident can not be attributed to the microcatheter. The microcatheter was not reported to malfunction. A visual analysis of the returned microcatheter was performed. The inner and outer diameters of the microcatheter had dried blood residual present. The entire length of the device was examined. The most distal 10.0" of the device has multiple crushed segments occluding the inner diameter. The remainder of the device is normal in appearance. The root cause of this complaint can not be attributed to the microcatheter as it was not reported to malfunction. It appears that the damage on the device outer diameter occurred during shipment/transportation as it was not in a protective dispenser coil but, in a plastic bag upon receiving for evaluation post treatment. Coils were delivered through the inner diameter of the case without difficulty. The perforation that occurred is likely due to the complexity of the bi-lobed aneurysm and the difficulty to access.